Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for acute heart failure. It was reported the patient developed hemolysis shortly after impella was implanted. The patient was administered haptoglobin and transfused blood, exact amount was not provided. No further information was provided.